Event description:
It was reported that an asymptomatic patient paced near at msr. The physician suspected that this event caused an atrial arrhythmia. Programming changes were recommended to restore the device functions. The patient was stable.